Event description:
Multiple problems getting arrow intra-aortic balloon pump to function properly. After inserted balloon, it would not inflate; required 15-30 minutes to get balloon to work. When hospital informed co, their field rep described that the balloon had to be primed four times before it would work. This is not included in the instructions. A few weeks later, a western sales mgr explained that the problem was not how the balloon was primed. Instead, the balloon did not inflate and deflate rapidly enough, due to the smaller size of newer catheters. This confession suggests the cause of the malfunction was obscured.